Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission showed the patient received inappropriate antitachycardia pacing and shock therapy due to an incorrectly diagnosed supraventricular tachycardia episode. The shock delivered was successful. The patient was put on an amiodarone regimen. The patient was discharged and did not report any complications.